Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low and the insulin pump went into threshold suspend but her blood glucose was 126 mg/dl. Sensor had been inserted for 5 hours. Customer called the next day and stated that he was still experiencing issues with the sensor. The sensor reading was 65 mg/dl and threshold suspend triggered again with blood glucose value of 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.